Event description:
Pt reported groin pain approximately 5 years after index total hip replacement. Bone scan showed increased uptake around proximal stem. Cup placement was secure. At surgery tissues were noted to appear normal, however, the stem was loose.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.